Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the defunctioning ileostomy part of the original surgical plan? If the defunctioning ileostomy was not part of the original plan, does the surgeon attribute the ileostomy to the alleged deficiency of the cs40g device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, device fired incorrectly and was then unable to be opened. Eventually got the device opened and the staples were all mangled and did not fire correctly. A new linear device was used instead successfully. The procedure was extended greater than 30-minutes, but exact time not reported. The extended operating time was so that the defunctioning ileostomy could be carried out. This would have not been required if the stapler did not jam. Further information was provided that the patient was morbidly obese.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2022. Additional information received: the surgeon has been a long-time user of the contour device (10 years). The surgeon has had no problems with the device and then experienced the misfire. The patient was not receiving or previously received chemo or radiotherapy. There was only one firing (attempted). The tissue was not thick, it was completely over the bowel with no mesentery. The surgeon used the device in an open emergency case with experience staff. He was dividing the colon then would move to the rectum which was quite low. He applied the device; pin was manually advanced (his standard way), and the staples buckled and were mangled. The device only cut about a third of the way, so basically it ¿misfired¿. Dr. S. Further explained that he was dealing with diverticular disease and the firing was on a normal piece and healthy bit of colon that was not thick or wide. He further explained that he was surprised when this happened as the device began to fire normally and then felt some push back and he could tell it just did not feel right. He said he probably finished with a tlc device in which he did not have to reload it; thinking back since this case was a few months ago. Analysis finding were shared with the surgeon. The surgeon shared that maybe he did not do his due diligence, but this was a laparotomy, and everything was visually right in front of him. He further states that he has never had this issue before and maybe he did not push the pin all the way in or maybe he did, and it popped out. He confirmed that he did not push on the cartridge, and this was the first firing of the device. He has loaded the device many times but, in this case, he reiterated that this was the first firing of the device. To end the surgeon stated that he suspected this is human error on his end and not the device end as he can accept the analysis finding. In addition, the surgeon shared that he felt that there was no stress on the device in his situation.

Manufacturer narrative:
(B)(4) date sent: 10/04/2022 additional information was requested, and the following was received: what were the indications for surgery - anterior resection for cancer did the patient receive any preoperative chemotherapy or radiation - no when was the staple retaining cap removed - yes how was the retaining pin set - manual how did the user confirm that the pin was in the proper orientation before firing what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws- previous use so knew how to position tissue flatly in the jaws was the device difficult to close ¿ yes was the device closed and repositioned multiple times prior to firing ¿ no was this the 1st or 2nd firing of the device ¿ first firing was the device difficult to fire ¿ no was the distal transection completed in one or multiple firings - one can more information be provided about the staple form that was described as mangled ¿ when the stapler jammed when they eventually got it open the staples at the distal end were unformed and the ones that were had not formed the b shape they should make how was the procedure completed (what device was used) ¿ the device used to complete the procedure was a echelon flex. As the tx could not get low enough to get below the staple line. Were they able to complete the anastomosis prior to the completing the ileostomy for protection ¿ yes what is the current status of the patient ¿ patient is now an outpatient ¿ surgeon confirmed she would probably of not done a defunctioning ileostomy had the contour not misfired, but the patient was an obese 55%bf patient so this could have been ruled out 100%

Manufacturer narrative:
Pc-(B)(4). Date sent: 09/26/2022 d4: batch # 766a28 h6: health effect ¿ clinical code = gastrointestinal system (e10) additional information was requested, and the following was received: to confirm the defunctioning ileostomy was not part of the procedure, the surgeon had to perform this due to the misfire of the cs40g device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? How was the retaining pin set (manual or automatic)? How did the user confirm that the pin was in the proper orientation before firing? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was this the 1st or 2nd firing of the device? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about the staple form that was described as mangled? How was the procedure completed (what device was used)? Were they able to complete the anastomosis prior to the completing the ileostomy for protection? What is the current status of the patient? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer uncut and with the knife recess below the reload deck. Also, the returned cartridge was noted to have some staples embedded in the washer. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damaged pushrod, off-center indentation on the washer, and staples embedded in the washer indicate misalignment between the anvil/washer and cartridge body. Based on the status of the pi device, this can occur if the reload is installed properly but the push rod is not advanced before clamping and lateral force is applied to the side of the reload (cartridge body or retaining pin) during clamping. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.